Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual, dimensional and functional inspections were performed on the returned device. The reported resistance with the introducer sheath was not confirmed. The reported stent shortening could not be tested due to the component not being returned. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.

Manufacturer narrative:
(B)(4) the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion with moderate tortuosity in the superficial femoral artery. The lesion was pre-dilated with an unspecified 6mm balloon. A 5.5x100mm supera self-expanding stent system (sess) was advanced toward the target lesion. The stent was deployed and it was noted that the stent was stacking. The stent system felt sticky and was difficult to withdraw due to resistance with the sheath and possibly due to a steep iliac bifurcation. Part of the lesion was missed so a second unspecified stent was used to treat the lesion. None of the second stent was implanted in healthy tissue. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.